Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2025-11551. Related manufacturer reference number: 2017865-2025-11553. Related manufacturer reference number: 2017865-2025-11555. It was reported that the patient presented for a follow-up in clinic with infection, pocket erosion and the skin of the device pocket appearing red and swollen. Additionally, upon interrogation the right atrial lead exhibited mode switch due to noise oversensing. The implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.